Manufacturer narrative:
Pt reported hives over his body, specifically overnight where he was contacting the bed during sleep. Investigation of internal records revealed no anomalies in all relevant testing during time frame of manufacture. The surgeon was notified by ortho, and the surgeon stated that he was not aware of the pt's condition, and he would conduct a f/u. Currently, no further action is indicated.

Event description:
On (B)(6) 2012, it was reported to us that a pt was complaining about what he believed to be an allergic reaction to the balanced knee system (bks) implant. His initial surgery was conducted on (B)(6) 2011. The part numbers implanted are: cr femoral nonporous left size 6, (B)(4) tibial insert, uc 10mm size 5 lot 0070972, (B)(4) patella, 35mm lot a100855, (B)(4) tibial tray, nonporous size 5 lot a101931.